Manufacturer narrative:
The customer returned the suspected contour next ez meter serial # (B)(4) and contour next test strips for evaluation. An in-house testing was performed using the returned meter and test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.